Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Analysis was unable to perform the displacement test, basic occlusion test, and occlusion test, prime/ compromised force sensor test and the excessive no delivery test, verify motor position encoder error alarm in alarm history screen or test for time/clock anomaly due to constant motor error alarm. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 279 mg/dl. The customer states she went through an MRI with the pump on. The drive support cap appears intact and was unable to verify if there was motor position encoder error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.